Event description:
It was reported to boston scientific corporation in 2007, that approximately four months after the placement of a low profile button replacement g-tube on a male patient, the device migrated and the patient developed an "abdomen infection". The enteral feeding device was initially placed in 2006, on the same day, the patient could not "deliver nutrition" as as result of the migration. The physician removed the device and did not want to place another until the infection stie healed. The patient was treated at a "wound treatment center" for the infection and had to seek an unk "alternative delivery of nutrition". The patient's condition was reported as "stable".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product history search was performed and found no other complaints against the part number. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.